Event description:
It was further reported that the physician ordered a chest x-ray and reviewed the findings. The physician believed that the findings were more consistent with a lead integrity issue rather than a header/connection problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high-rate non-sustained episodes. It was also noted that the rv lead exhibited oversensing, low impedance, and increase in sic. It was also reported that the patient recently underwent a generator change approximately three months prior and there was a concern for a potential lead/header connection issue with the implantable cardioverter defibrillator (ICD). The rv lead was reprogrammed and remains in use. The ICD remains in use. No patient complications have been reported as a result of this event.